Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received on (B)(4) 2016 from a company representative (rep) via return paperwork. The pump was interrogated on (B)(6) 2016 (last change (B)(6) 2016) and showed multiple motor stalls with recoveries occurred. A motor stall occurred on (B)(6) 2015 at 16:34 and recovered on (B)(6) 2015 at 18:00. The pump stalled again on (B)(6) 2015 and recovered on (B)(6) 2016 at 18:11. Another motor stall occurred on (B)(6) 2016 at 20:38 and recovered on (B)(6) 2016 at 01:43. Additional motor stalls with recoveries occurred on (B)(6) 2016. The motor stall on (B)(6) 2016 occurred at 20:39 and the "stopped pump period may exceed tube set message" was noted in the logs.

Manufacturer narrative:
Additional information determined the following patient code is also related to this event: (B)(4).

Event description:
Additional information received from the manufacturer representative via a healthcare provider (hcp). It was noted that the patient had experienced withdrawal symptoms. The patient was scheduled for a pump replacement. The pump replacement was scheduled for (B)(6) 2016 at 7am. The patient's status at the time of the report ((B)(6) 2016) was "alive-no injury." The issue resolved at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 10mg/ml at 4.0 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. The patient's medical history and concomitant medications were unknown. On approximately (B)(6) 2016, the patient reported feeling sick. The patient was vomiting and called her doctor. Upon interrogating the pump, the physician's office noticed the pump had stalled on (B)(6) 2015 at 14:46 with recovery at 15:29. The pump then stalled again on (B)(6) 2016 at 16:55 and had not recovered. As of (B)(6) 2016, the event had not resolved and surgical intervention had not occurred. The patient's status was reported as "alive - no injury." Additional information has been requested regarding the cause of the event, troubleshooting and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly of corrosion and/or wear and/or lubrication. In addition, there was a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.